Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during arthroscopy, the 9/10mm bone plug shattered inside the patient¿s knee leaving numerous bits and pieces of plastic floating around. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected data on b1 and b2.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the material composition of the bone plug is intended as a non-implantable, short-term tissue contact device and long-term implantation data is not available. It is unknown if there will be a tissue response to the reported ¿shattered¿ device/fragmented particles; therefore, unable to rule out possible localized irritation/discomfort/pain, particle micro-motion and/or migration. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.